Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2021.   Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: an unopened sample of product was received for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. Characteristic of the needle was inspected and belonged to c-1 taper point needle, 3/8 circle. The point was examined under magnification and no damage or defects could be observed. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the complaint sample was not received for evaluation. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the needle/ suture combination used on? Blood vessels. Was there any damage to the tissue? No. What was used to repair the tissue? Close the vessel wall . Was there any additional tissue damage as a result of searching for the needle piece? No. Device return status/follow up? I am following up air with sales team. Waiting for response. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular surgery on (B)(6) 2020 and suture was used on a blood vessel. During the procedure, the needle tip broke after sewing the tissue. No broken piece fell into the patient. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.